Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA p140016. H6) patient code: 3191 - no code available for endoleak. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: this patient was enrolled in the study because he received a zenith alpha component due to a chronic (>= 14 days) dissection type b. He didn't experience any symptoms of the disease before receiving the device. On (B)(6) 2015 (70 days pre-procedure), the pre-procedure imaging was performed. It revealed no circumferential calcifications of main access vessel and no calcification > than 50% of circumference. No vessel wall thrombosis in aortic necks > 50% of circumference was observed. The proximal and distal neck was straight. The proximal neck's diameter was 33 mm. The proximal neck's length was 5 mm. The maximum aneurysm diameter was 38 mm. The main access vessel minimum lumen diameter was 10 mm. Proximal start of false lumen was zone 3 and the most distal extend of false lumen was below the aortic bifurcation on the left side. There were re-entry tears visible and the false lumen was partially thrombosed. On (B)(6) 2015 the patient underwent surgery due to his thoracic aortic dissection. The delivery and deployment were successful. The left subclavian artery (lsa) was intentionally and completely covered by the stent graft fabric and the proximal zone of the stent graft implantation was zone 2. As an additional procedure, an lsa revascularization was performed during index procedure. No reportable adverse events were observed but before closing access site there were observations of a type 2 endoleak which was left uncorrected. On (B)(6) 2015 (3 days post-procedure), a CT scan was performed: the maximum aneurysm diameter was 60 mm. The total length of covered aorta was 214 mm. The false lumen status at level of stented segment of the aorta was partially thrombosed. There was antegrade progression of dissection. A type 1b endoleak was observed. The following comment was added by the site: ¿distal reinjection of false lumen through a secondary tear¿. There was evidence of false lumen perfusion from an existing secondary tear below the endograft. On (B)(6) 2016 (262 days post-procedure), a CT scan was performed: the maximum aneurysm diameter was 55 mm. The total length of covered aorta was 205 mm. The false lumen status at level of stented segment of the aorta was completely thrombosed. There was no progression of dissection. The type 1b endoleak was still present. The following comment was added by the site: ¿distal re-entry tear¿. There was evidence of false lumen perfusion from an existing distal re-entry tear. On (B)(6) 2017 (752 days post-procedure), a CT scan was performed: the maximum aneurysm diameter was 56 mm. The total length of covered aorta was 210 mm. The false lumen status at level of stented segment of the aorta was completely thrombosed. There was antegrade progression of dissection. No endoleaks or other technical abnormalities was observed. Other adverse events: on (B)(6) 2016 (92 days post-procedure), the patient was hospitalized for a diagnostic imaging due to a type 2 endoleak. Also, an lsa embolization was done during that hospitalization. He was discharged again on (B)(6) 2016. On (B)(6) 2016 (125 days post-procedure), the patient was hospitalized again to correct the reperfusion that was coming from the lsa. An lsa embolization was done again. Patient outcome: the patient continues to be followed in the study.

Manufacturer narrative:
Manufacturers ref#: (B)(4). After investigation this complaint is no longer reportable, as the investigation does not confirm the type 1b endoleak. Summary of investigational findings: a 77-year-old male patient had a zta-pt-42-38-225 implanted on (B)(6) 2015 to treat a chronic type b dissection. The delivery and deployment were reported to be successful. The proximal zone of stent graft implantation was zone 2 and lsa was intentionally and completely covered by the stent graft. Before closing the access site at type 2 endoleak was observed but left uncorrected. On the post-procedure CT-scan on (B)(6) 2015 a type 1b endoleak was observed and evidence of false lumen perfusion from an existing secondary tear below the endograft was seen. On (B)(6) 2016 a CT scan showed that the type 1b endoleak was still present. On (B)(6) 2017 a CT scan showed no endoleak or other technical abnormalities. Furthermore, the patient was hospitalized from on (B)(6) 2016 for diagnostic imaging of the type 2 endoleak and left subclavian artery (lsa) embolization. An additional lsa embolization was performed on (B)(6) 2016 to correct reperfusion coming from the lsa. No other adverse events to the patient was reported. The device history record was reviewed, and zero non-conformances was recorded. The imaging in which the endoleak was seen, was provided and reviewed by an imaging expert. The reviewer is not able to confirm the complaint. The reviewer states: ¿a type 1b endoleak is not confirmed. No contrast extended between the distal endograft and the true lumen intima.¿ furthermore, the reviewer states: ¿persistent retrograde false lumen perfusion primarily through left iliac and left renal artery entry tears resulted in a slowly increasing maximal thoracic aortic diameter just proximal the diaphragmatic crus. Although this persistent retrograde false lumen perfusion does not constitute an endoleak, its reduction or elimination may be necessary if the diameter increase continues.¿ the IFU states: the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms/ulcers of the descending thoracic aorta having vascular morphology suitable for endovascular repair. Furthermore, the IFU states: - the zenith alpha thoracic endovascular graft and ancillary components have not been formally tested in patient populations having the following conditions or characteristics: dissections. Based on the imaging review this complaint is not confirmed. Furthermore, it is noted that the device is used outside of its intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.